Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she had to go to urgent care about two weeks ago and was told that he/she had a "serious retina infection" and was referred to an ophthalmologist. The pt reported that he/she was using the acuvue oasys brand contact lens. The pt reported that he/she saw his/her ophthalmologist and the pt reported that the eye care provider (ecp) told the pt that the eye infection was "caused by the contact lenses." The pt reported that he/she had two follow-up visits with the ophthalmologist. The pt reported that he/she experienced ou pain and redness. The pt reported that the ecp diagnosed the pt with a "cornea infection" and was given a prescription for tobradex ophthalmic solution 1 drop ou qid for 2.5 weeks. The pt reported that he/she would have to wear a daily contact lens in the future. The pt reported that he/she discarded the suspect product and the lot number is unknown. The pt refused to provide any additional information. This event is being submitted as a worst case for the pt's od. The event for the pt's os will be submitted in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.